Manufacturer narrative:
The biomedical engineer reported that the multigas unit failed. The customer was contacted for additional information and we have not received a response back. It is unclear whether this device was in use on patient or what the description of failure was. For example, we were not sure if the unit failed to turn on at set up or if it failed in the midst of monitoring a patient. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit failed. The customer was contacted for additional information and we have not received a response back. It is unclear whether this device was in use on patient or what the description of failure was. For example, we were not sure if the unit failed to turn on at set up or if it failed in the midst of monitoring a patient. No patient harm reported.

Event description:
The biomedical engineer reported that the multigas unit failed. The customer was contacted for additional information and we have not received a response back. It is unclear whether this device was in use on patient or what the description of failure was. For example, we were not sure if the unit failed to turn on at set up or if it failed in the midst of monitoring a patient. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer stated gas unit did not provide any vitals to the bedside monitor. Customer stated they had checked water trap, dry line and cables, all were fine. Service requested: exchange. Service performed: exchange. Investigation result: the investigation under (B)(4) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers: (B)(6) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The resolution was to perform a firmware upgrade. For gf-210ra with older sensor unit cd-314p (no revision#: first revision), there was no tendency of sensor failing, thus the investigation provided no countermeasure. Due to no tendency of failure, it was determined these sensors failed as a result of normal usage. Cd-314p replacement is recommended. In summary, serial numbers: (B)(6) and below has the first version of cd-314p. Serial numbers: (B)(6) have version 2 of cd-314p. These units require firmware upgrade. Serial numbers above (B)(6) are not affected. The root cause of the error message on serial number: (B)(6) was due to firmware requiring upgrade. Investigation conclusion: the root cause of the error message on serial number 1221 was due to firmware requiring upgrade. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.